Manufacturer narrative:
The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2025 while hospitalized for non device related events of immune thrombocytopenia with a platelet count of 1 and petechiae, the patient had evidence of an infected drainage around j tube insertion site with bleeding, granulomas, pain, drainage and left sided abdominal pain. The patient was treated with a 12 day duration of moxifloxacin.